Event description:
It was reported that a patient presented to clinic. Their right ventricular (rv) lead presented with an alert for low pacing impedance due to an insulation breach, confirmed by x-ray. Further testing indicated under-sensing and loss of capture when rv pacing. The rv lead was capped and replaced during a procedure on (B)(6) 2021. The patient was stable.